Manufacturer narrative:
The cystoscope sheath has the batch identification number m709080 and was produced in march 2002. No other identifications are evident and this means that no service actions have been carried out at r. Wolf (B)(4) since the sheath was purchased. The reinforcement tube distally soldered has been completely detached from the hard-soldered joint. The microscopic examination of the site of the joint shows proper diffusion of the hard solder on the distal sheath tube, ensuring lasting a durable strength over many years. The soldered areas are covered with some brownish deposits, are discolored and partly oxidized. In view of the many years of use and the age of the instrument, we attribute the loosening of the hard-solder joint to a long-term chemical process. This process is favored by the following factors: large number of cases which resulted in an increase in the number of reprocessing cycles, usage times of above-average duration, more contaminants and operating residues. It is assumed that these factors cause unavoidable wear and tear processes to medical instruments and can ultimately lead to the destruction of such joints. In order to be in a position to identify incipient damage, it is extremely important to examine instruments approximately before and after use and to be vigilant in detecting missing parts. Explanations on this issue are given in our instructions of use.

Event description:
It is reported by the hospital that a female patient had a rigid cystoscopy on (B)(6) 2009. On the exit examination by x-ray a foreign body was seen. This object was removed on (B)(6)2009 by a cystoscopy.